Event description:
It was reported that during an ostial right coronary stenting procedure, after xience v stent deployment, a 5x8mm nc trek balloon dilatation catheter was advanced to the stented lesion. The balloon was inflated to 14 atmospheres (atm), but failed to deflate. Multiple interventions were done to deflate the balloon including attempting to decrease the pressure to nominal (12 atm) with the indeflator and pulling negative with a syringe. Those attempts failed. The shaft was then cut, but the balloon pressure remained. The shaft was then toggled, but it separated, leaving the inflated balloon in the artery. The patient experienced severe chest pain, bradycardia and hypotension. An intra-aorta balloon pump was inserted to stabilize the patient and the patient was taken to surgery for removal of the balloon. There was no additional adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation in a partially inflated state as reported. There were multiple kinks throughout the entire length of the hypotube and a portion of the hypotube was stretched. A new indeflator filled with water was used in an attempt to pressurize and deflate the balloon and measure the deflation times but the shaft could not be pressurized as the fluid would not advance through the stretched outer member. The deflation issue could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.